Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12-mar-2026, arthrex was notified via email of a case study published in 2021 by foot & ankle orthopaedics, titled ¿radiographic outcomes, union rates, and complications associated with plantar implant positioning for midfoot arthrodesis". The study reviewed thirty-four (34) patients who underwent midfoot arthrodesis, using ar-8006s ¿ double compression plate set. During the sixteen to sixty-six (16-66) month follow-up period, four (4) patients experienced plate breakage without nonunion. Source: fraser tw, miles dt, huang n, davis fb, dunlap bd, doty jf. Radiographic outcomes, union rates, and complications associated with plantar implant positioning for midfoot arthrodesis. Foot & ankle orthopaedics. 2021/07/01 2021;6(3):24730114211027115. Doi:10.1177/24730114211027115.